Event description:
It was initially reported that the patient had a cardiac arrest during a rotator cuff surgery. Follow-up information: the cardiac arrest was caused by a pulmonary embolism. She is fine to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The pump ran at different settings and was functioning as expected. Arthrex's investigation found no relation between the pump and the reported adverse event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.